Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the invalid multiple component order. A technical support specialist (tss) logged into the station and verified that the visit identifier was not visible. Upon checking the server in pes, it was found that the visit identifier had been discharged and the order identifier was discontinued. Further review showed the order identifier contained multi-component items with a combo order configuration. The customer was advised that multi-component items should not have combo orders, and the customer agreed to case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication order was unable to remove from pyxis and displayed message as not available, invalid multicomponent order. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.